Manufacturer narrative:
Attempts to obtain add'l info regarding the pt's age, gender and condition were unsuccessful.

Event description:
It was reported that following an arthroscopic procedure, the physician (B)(6) noted a burn mark across the pt's chest. The burn was not classified and no info regarding the type of treatment was provided for the pt's injury. No add'l info was available.